Event description:
Pt's mom said that one of her daughter's pump is continuously alarming while running but there's no error message displayed on the pump monitor. No adverse effect and no interruption in therapy reported. She is not at home to provide the serial number. She will call later today to provide the serial number. Pt switched to backup pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6).